Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted along with concurrent laparoscopic supracervical hysterectomy due to stress urinary incontinence. It was also reported that patient underwent mesh removal/revision on (B)(6) 2010 and (B)(6) 2010. It was further reported that patient underwent mesh excision, birch urethropexy and cystoscopy on (B)(6) 2010 for complaints of erosion, pinching and pain in groin area, stabbing sensation in rectum and dyspareunia. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/6/2016. Additional information.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge, urinary frequency and urgency.